Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter was in the left superior pulmonary vein (lspv), when the physician inserted the merit inqwire rosen j tip guidewire into the catheter and got stuck in flower configuration. Attempts were made to retract the wire into the catheter when the physician felt a snapped. The catheter was brought into a neutral position and removed from the body with the wire fully intact. When the wire was removed it looked as if the inner coil of the wire was unbraided. The catheter was re-flushed, and a new guidewire was reinserted. Testing was performed and no anomaly was observed. The catheter was reinserted into the lspv, and the physician felt the wire being stuck again. The catheter was replaced, and the same guidewire was used. Subsequently, the guidewire experienced resistance. The catheter was removed from the body, the guidewire was replaced with a boston scientific starter 1.5 j tip rosen guidewire and the procedure was completed. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without the original guidewire. Functional testing was performed, and a known good guidewire was successfully inserted into the catheter and was able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter was in the left superior pulmonary vein (lspv), when the physician inserted the merit inqwire rosen j tip guidewire into the catheter and got stuck in flower configuration. Attempts were made to retract the wire into the catheter when the physician felt a snapped. The catheter was brought into a neutral position and removed from the body with the wire fully intact. When the wire was removed it looked as if the inner coil of the wire was unbraided. The catheter was re-flushed, and a new guidewire was reinserted. Testing was performed and no anomaly was observed. The catheter was reinserted into the lspv, and the physician felt the wire being stuck again. The catheter was replaced, and the same guidewire was used. Subsequently, the guidewire experienced resistance. The catheter was removed from the body, the guidewire was replaced with a boston scientific starter 1.5 j tip rosen guidewire and the procedure was completed. There were no patient complications. The catheter was received for analysis.